Manufacturer narrative:
(B)(4). Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was voiding very frequently now, every 30-mins or so. They were very pleased with bladder results. Patient still had not seen any improvement with bowels and was concerned. It was advised to give it more time and that adjustments can also be made if no improvement. Patient mentioned having other health concerns such as needing neck surgery and having a back injury. Patient mentioned their arms had gone numb. Patient strained last night on the toilet and their buttocks and lead were burning and stung them. Patient stated that it went away afterwards. Patient was also voiding so much last night and they were having to empty their cath bag every 30 mins or so and they got no sleep. Patient got a hole in the bag and couldn't keep up with voiding so much so they turned device off last night to try to get some sleep. Patient turned it back on this morning and was still going very frequently, which they were happy about because they were not able to empty before. Patient was sore all over (back, legs, stomach, arms) and it hurt when they cough. Patient also felt a jerking sensation and was having a lot of gas. Patient stated that their bladder was 4x the normal size, they were constipated and dehydrate. Patient was very sick and upset. Patient had been constipated since sunday, therefore they took s ome laxatives to see if that would help and then they also took some magnesium citrate. They had been sick and shaky. Their stomach was very swollen. They had experienced shooting pains in their stomach and they had been throwing up. They kept repeating how sick they were and how they were not sure if this was going to help. Patient had been too sick to keep track of bladder symptoms. Patient had seen a great improvement with bladder symptoms and they were very pleased with that they knew that it was working for the bladder. Patient was having shooting pains in her stomach. Patient had stomach pain and leaking when coughing. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.